Manufacturer narrative:
Patient identifer: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin medication at the time of index procedure. The patient did not receive any loading doses of antiplatelet medications prior to the procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the subject developed lbbb was observed.